Event description:
During an in clinic follow up, far field r wave oversensing resulting in inappropriate mode switching on the atrial lead. Additionally, the p wave sensing was noted to be low. Reprogramming was performed to resolve the event. Technical support was contacted and recommended additional reprogramming. No further intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating additional reprogramming was performed as recommended by technical support to resolve the event. The patient was stable.